Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, occlusion alarms occurred. Customer's blood glucose (bg) was 615 mg/dl which was addressed with manual injections and by drinking water. During troubleshooting with tandem's technical support, it was determined the time was off by one hour. The supplies were changed and the time was updated to address the event.